Manufacturer narrative:
No report of patient involvement. Unique identifier (B)(4). The wheel was ordered for replacement to resolve the reported event.

Event description:
The hospital reported that the wheel detached from the base unit which could cause the unit to tip or fall. There was no report of patient involvement.